Event description:
Information received from the field notes that the patient presented to the emergency room complaining of palpitations, dizziness and syncopal episodes. Ventricular pacing at 135 ppm was observed. After magnet placement and removal, the patient's rhythm returned to the programmed base rate of 50 ppm. Minute ventilation (mv) response was then disabled. The physician indicated that rate response would be re-adapted and turned back on for the patient.